Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the repair center of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the unstable of the connection of the endoscope due to the failure of the endoscope locking function which occurred by the user handling such when the user tried to disconnect the endoscope from the subject device without pushing the locking lever down. It have been known for the cause of the failure of the endoscope locking function based on the former cases. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device was disappeared intermittently during the incoming inspection for the repair at olympus (B)(4). It was also found the deformation of the contact of the subject device video connector socket. There was no patient injury associated with this report.